Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse performed the safety leak teste on the pump but he could not find any leaks and could not duplicate the error. The fse replaced the safety disk that had expired due to hours. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas loss message during use on patient. There was no adverse event or patient injury reported.